Event description:
In 2002, showing three vessels diseased. A cypher stent deployed at mid lad with satisfying results. In 2002, showing mid lad in-stent stenosis of 80%. Adverse mace: sept. 8, 2003 stating that pt had a CABG.